Manufacturer narrative:
Of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 9th related complaint for needle hub separates and the 1st related complaint for needle missing on lot # 8337709. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, needle missing) was captured and addressed. Investigation summary: customer returned photos of a 3/10cc, 6mm, 31g syringe with the poly bag from lot # 8337709. Customer states that one syringe was missing the needle and the hub separated and got inside the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200794547] noted for cracked hubs. There was one (1) notification [200794548] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 05 aug 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. (1) syringe with no needle assembly attached. The needle assembly was not pictured. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #18413 was for raised hubs. The amplifier was out of adjustment. Corrective action: the amplifier was adjusted. CAPA #: pr (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue of hub separates.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle hub separated before use. The following information was provided by the initial reporter: customer reports she bought a package of syringes and one syringe was missing the needle. Rcc have asked customer if the needle was missing or if the hub + needle had remained inside the shield: consumer sent photos, according to the photos sent by the client, the hub separated and got inside the shield.